Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultramini meter had missing segments on the display. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on ten days earlier at 12:00. He did not provide any blood glucose results he had obtained since the time the issue began. As a result of the reported issue, he allegedly took his usual dose of medication (4 units of lantus insulin) the pt also reported that after the issue began, he experienced being lightheaded and sweaty. He did not receive/require any medical treatment. This complaint is being reported because the pt claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.